Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery alarm, unexpected off no power alarm, failed battery alarm or weak battery alarm was noted. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were having a lot of issues with the battery. The customer reported that they received weak battery alarm, low battery alarm and off no power alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were going through batteries faster than usual. The customer stated that the off no power alarm was the second occurrence after receiving a low battery alarm with in a day. The customer mentioned that they also received a failed battery test alarm but declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.